Event description:
It was reported that following an ablation procedure using the medtronic sphere-9 ablation catheter, the patient experienced postural dizziness and non-sustained episodes of supraventricular tachycardia and reported generally feeling not safe for discharge. The event was associated with a prolongation of an existing hospitalization. Medication was administered due to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00003. (Serial: (B)(6)); product type: 2004-mapping hardware; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.